Event description:
It was reported that the patient presented with pacemaker erosion through the pocket and infection. A transesophageal echocardiogram revealed tricuspid valve regurgitation, cardiac perforation, and pericardial effusion caused by the implanted leads. During the system removal procedure, fluoroscopy confirmed dislodgement of both the right atrial (ra) and right ventricular (rv) leads. The pacemaker, ra lead, rv lead, and a previously capped rv lead were explanted on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
The reported event indicated infection, lead dislodgement, and cardiac perforation. As received, a complete lead was returned cut into three pieces. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Visual examination found that the tines were cutoff consistent with procedural damage. Due to procedural damage to the inner coil, a tip stiffness test could not be performed. Electrical testing found no evidence of conductor fractures; however, the lead failed the short test as a result of the observed procedural damage. Visual examination identified one full-breach outer insulation degradation adjacent to the connector boot, exposing the outer coil. Additionally, an external outer insulation abrasion was observed at the proximal region, also exposing the outer coil and consistent with friction against the device can.